Event description:
When bovie in use aesop command conflicts between microphone connected, microphone disconnected making the aesop inoperable.there were two such incidents; no harm to either patient.biomed assessment: possible interference between valleylab esu units and the aesop units. Recommendation is that the or use only a certain esu. When using aesop units this particular esu does not seem to cause the problem. All three aesop units have had related issues.recommendation is that a certain esu only be used when the aesop units are being used. Biomed is also following up with the manufacturer to determine if they are aware of the problem. The site has not received a response.